Event description:
During evaluation of a returned spectrum pump, the device did not recognize a closed door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device did not recognize a closed door. A review of the event history log revealed "shut door - power off''!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the faulty lower auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.